Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer did not report any prior incidents and had not previously reset the pump for this malfunction in the last 24 hours. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred, which they understood.